Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intraperitoneal volume (iipv) event was identified in an event history log review. The cause was a false empty detect and use error, inappropriate bypass of a low drain volume alarm. The ¿homechoice/homechoice pro apd systems patient at-home guide¿ gives instructions on how to bypass a low drain volume alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:01:26. During night drain cycle four, the patient's ultrafiltration reading was 1964ml, indicating the home patient (hp) drained 1964ml more than their maximum programmed fill volume of 2500ml. No additional information is available.